Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook fusion omni-tome pre-loaded sphincterotome was used. The sphincterotome exited the endoscope with the cutting wire in the 8 to 9 o'clock position. The device was impossible to use. Another tome was used to finish the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: the lab eval of the product was said to be involved confirmed the complaint of incorrect orientation. During the visual analysis it was noted that the catheter tip and cutting wire was intact. Twisting of the tubing was not observed. The tip of the sphincterotome was deformed in shape presenting an over bent curved appearance. During the lab analysis, the sphincterotome was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2mm in diameter (model number olympus tjf-160v). The catheter exited the endoscope with the cutting wire facing 8:00 o'clock. (Appropriate orientation is approx 11:00 - 1:00 o'clock) and access to the papilla was not achievable. Although not in the papilla the device was bowed and the tip and the cutting wire remained facing 8:00 o'clock. (Appropriate orientation is approx 11:00 - 1:00 o'clock.) The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." Other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the pre-curved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the pre-curved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or pre-curved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.